Manufacturer narrative:
The pt medical history was received and evaluated. Nothing unusual was noted in the history. Some causes of pain could include nerve proximity, implant alignment, and adjacent natural tooth root position. As the lot number was unknown, a device history review could not be conducted. The implant is not believed to be the cause of failure.

Event description:
Implant failed and was removed due to pain and mobility.